Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump was warm to touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/07/2014 with the following findings: a review of the pump history showed no activity related to the complaint. The battery compartment and cap were found to be intact with no physical damage or evidence of moisture damage observed. During testing, the pump powered on normally and was exercised for 24 hours with no overheating or alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump cover was removed and no evidence of internal moisture was found. There were no defects found to the power flex or battery connections during evaluation. The complaint that the pump was warm to the touch was not able to be duplicated during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.